Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A capital sales specialist reported on behalf of the customer that the c7300 cusa clarity quick connect tubing was used on an unspecified procedure. During the procedure, a small pin hole was found in the irrigation line of the tubing. The date of the event was not specified. The device was in contact with patient with no alleged injury. A surgery delay of 10 minutes was noted. At that time, the tubing was replaced, along with the handpiece and disposables. Additional information received on (B)(6) 2018 stating that the patient was under anesthesia during the right total hepatectomy procedure with unknown impact to the patient due to surgery delay.

Manufacturer narrative:
The device was not returned. Device lot number was not provided; therefore, DHR review is not possible. Complaint is not confirmed. No further evaluation is possible at the moment.